Manufacturer narrative:
The real intelligence cori, part # rob10024, serial #: (B)(6) intended for use in treatment, was returned for evaluation. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. It was found that the when attempting to log into the admin screen or access cases for a specific surgeon, the console would experience a critical error and force a shutdown. A log file review was performed. The reported problem was confirmed. Log files show that an exception is experienced when the console attempts to pull case data for a specific surgeon. Review by the software team concludes that this is the result of a known software bug. The surgeon data or cases under the surgeon may have become corrupted, leading to continuous system errors when logging in. The most likely cause of the reported issue seems to have been a known software bug which causes specific case data to become corrupted. This results in a critical error in the software when attempting to load the corrupted data. A review of manufacturing records indicate the software met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints found similar events. A historical escalation event review was completed. A review of prior escalation actions found no actions applicable to the scope of the reported complaint. In the event of a system failure, refer to the recovery procedure guidelines in the real intelligence cori for knee arthroplasty user manual. The failure mode and associated risk have been anticipated within the risk file including a documented risk level. Although no further containment or corrective action is recommended or required at this time, the failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
Internal reference: (B)(4).

Event description:
It was reported that, during set-up for a cori-assisted procedure, when entering case information there was a system error message stating fatal error encountered while loading the patients for this surgeon on real intelligence cori. Attempted to troubleshoot by shutting the system down and re entering case information but problem continued to persist. The procedure was completed with manual instrumentation. The patient was not harmed beyond the reported problem.